Manufacturer narrative:
If a sample is received an investigation will occur and a follow-up report filed. (B)(4). Date submitted: 09/08/2010.

Event description:
Catheter fractured during re-wiring portion of modified seldinger technique for insertion of a femoral central venous catheter. Unable to retrieve internal portion.